Manufacturer narrative:
This product is registered as a combination product. Based on the information available at this time, the specific complaint file covered by this investigation does not warrant CAPA escalation individually. If new information is received, the need for corrective action will be reassessed. Device complaints will be monitored through tracking and trending and escalated to CAPA when appropriate.

Event description:
It was reported that noise leading to oversensing and episodes of automatic mode switch (ams) was observed on the atrial lead. During follow-up, the oversensing could be reproduced by provocative testing. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.